Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and emergency room visit. No product lot number was reported therefore, no qualification records were reviewed.

Event description:
The pt's daughter reported that her mother's blood glucose was reading high (exact bg level was not provided) all day and she gave herself multiple correctional boluses and she also gave her a manual injection (exact dosage was not provided), but was not able to lower her bg. She was feeling sick and was vomiting so she decided to take her to the hosp. The pod was then deactivated. She did not provide any further info regarding the hospitalization or her mother's treatment.